Event description:
It was reported to philips that the system did not turn on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated the complaint. The philips remote service engineer (rse) checked the system remotely and confirmed that the system was not turning on. Rse suggested the customer to verify the power supply of the power distribution unit. After troubleshooting, it was found that the main power distribution unit was defective and needed to be replaced. The stated issue could not be resolved because it is unable to ship replacement parts to the event country. The system fails to meet the specifications and was not returned to use. No further action was performed by philips. The codes were updated based on the investigation outcome.